Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore the device history record (DHR) was not reviewed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A definitive root cause can not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately 11 years, 11 months, was explanted due to symptomatic aortic stenosis with left ventricular ejection fraction of 50%. Preoperative evaluation demonstrated a severely calcified bioprosthetic aortic valve with a valve area of 0.6 cm2 with a 45mmhg transvalvular gradient. Intraoperatively, all three prosthetic valve leaflets were calcified and immobile. The explanted device was replaced with a 23mm edwards valve. Post bypass echocardiogram demonstrated a well-seated aortic valve with no evidence of a perivalvular leak. The patient was discharged home on postoperative day 11.